Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient's ins was taking longer to recharge and when they last went to recharge the ins they couldn't because it was completely dead and they were getting the reposition antenna screen. The patient stated that if they did not get the device working again they would be in twice as much pain. The patient noted that they charge every 2 weeks and it had been about that long since the last recharge session but that they charge when they sleep and don't keep an eye on the recharger. The patient last felt stimulation 1 day prior to the report. The programmer was unable to communicate with the ins. A new recharger antenna was sent to the patient to rule out an antenna malfunction being the cause of the ins dying. The patient was advised to follow-up with their hcp if this issue did not resolve. No further complications were reported.